Manufacturer narrative:
The stem portion of this product remains implanted as only the screw portion was removed and replaced. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper preoperative or intraoperative implant handling or damage (scratches, dents, etc.) Can lead to crevice corrosion, fretting, fatigue fracture and/or excessive wear." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported that patient underwent a radial head replacement procedure on (B)(6) 2013. During the procedure, the screw from the radial stem fractured at the base of the radial head. The surgeon retrieved the fractured screw from the patient and utilized another screw to complete the procedure.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Evidence suggests excessive torque was applied to the device resulting in a ductile-torsional overload fracture.